Event description:
It was reported by the user site that prior to a selenia dimensions mammography systems, 3d procedure on (B)(6) 2026, an error appeared when rotating the c-arm and it continued to rotate all the way around until it was upside down. The user site reported that the issue was resolved at the site by restarting the gantry, after which the system functioned normally. No user or patient injuries were reported. Hologic technical support advised the user to press the button firmly several times and to wiggle it to help dislodge any dust or debris that might have caused it to stick. The customer reported that no further events occurred after the buttons were adjusted. No further information is currently available.